Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from the a healthcare provider (hcp) via a clinical study, regarding a female patient receiving intrathecal morphine sulfate 1.0mg/ml at 0.1998mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. During an examination there was a slight redness that appeared to be a staple irritation on (B)(6) 2013. It was reported that a patient had a superficial posterior lumbar incisional infection on (B)(6) 2014. On (B)(6) 2014, during examination there was a small area of scabbing that was tender to palpation. The patient was prescribed bactrim ds per os twice daily for 7 days. It was noted that the event was related to the implant procedure. The event was resolved without sequelae on (B)(6) 2014, as the pump site was well-healed with a scar noted posteriorly. The severity was mild and not serious.